Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate false alarms with test loop. The fsr replaced the device and returned the suspect device to the MFR for further evaluation. The unit operated to MFR's specifications and was return to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, false alarms occurred on the ultrasonic air sensor (red) on a primed perfusion circuit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.